Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. Ran a displacement test and failed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during rewind as a result of a corroded motor home switch. In addition, moisture damage was found on the electronic assembly. Further testing was not performed due to the motor error alarms.